Event description:
Medtronic received info that this annuloplasty band, implanted 6 years, was explanted due to regurgitation. It was reported that there was posterior ring dehiscence and a fracture of the band. It was also reported that the pt history includes myxomatous degeneration and ischemic papillary muscle dysfunction.

Manufacturer narrative:
(B) (4): evaluation results: device history review found the product met specifications when released for distribution. Analysis: the ring has not been returned for analysis. Should it be returned, a follow up report will be submitted following analysis. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the ring, no definitive conclusions can be drawn regarding the performance of the ring.